Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Pump was malfunctioning. Only pump was removed and replaced. There was no hole or air observed on the device.